Event description:
Verbatim there is greasy liquid in the tip, which also makes the packaging greasy. Description/event details when did the incident occur? - before use there is greasy liquid in the tip, which also makes the packaging greasy. See photos. If the packaging is greasy, in neonates the liquid in the tip is a problem when combined with medication. I also think that the fat on the packaging is no longer guaranteed sterility. That is why we want to remove the lot number in question, and we would like to make an exchange. There is also a lot number starting with 24 in the house, the problem has not yet been detected with this lot number.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: three photos and one hundred and twenty samples were provided to our quality team for investigation. Upon visual inspection of the photos, we observed stains on the product packaging that appear consistent with silicone, and silicone was also visible within the tip of the syringe shown. Further evaluation of the physical samples confirmed the presence of silicone in six of the provided syringes. Silicone lubricant is used during the syringe assembly process to support smooth movement of the plunger and stopper. The silicone used is medical-grade and approved for use in this product. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2503022 and were found to be within specification. The sample underwent these same tests and found six products to be above the specified range. A device history review was performed for reported lot 2503022, finding two work orders at the silicone station that may be related to the reported concern. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation, the root cause appears to be related to the identified work orders. Our manufacturing team has been informed of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.